Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18.(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter. The clip successfully deployed after some manipulation and the procedure was completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.